Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not being on bus. A field service engineer (fse) found that pyxibus was unplugged and connected it. Also, the customer mentioned that drawer was hard to open and close. Further the fse found that screws on rail were completely loose. So, the fse tighten back up and verified all was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus and drawer was hard to open and shut. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.